Event description:
The surgeon reported the following event to the sales rep, "a (B)(6) patient came to the emergency room after a ski fall with a fractured the tibia. During the implantation of the plate, after drilling, a 3.5 mm cortical screw was inserted in the plate and broke at mid thread. The surgeon completed the procedure by introducing a locking screw in the same hole."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
The reported event that the cortex screw axsos 3 ti ø3.5mm broke could be confirmed with the provided x-rays. The device could not be inspected because it was discarded by the customer during the procedure. Based on investigation, the root cause of the determined event was attributed to a user related issue. The broken screw has been inserted in an oblique direction (approx. 25° deviation from the perpendicular axis) which may have resulted in bending and breakage of the shaft when tightening the screw. The op tech axsos 3 titanium monoaxial locking plate system (ref# axsos-st-6 rev. 1, 08-2014) was reviewed. The following statement related to the reported failure mode is included: ¿power can negatively affect final screw insertion, and if used improperly, could damage the screw/plate interface (screw jamming). This can lead to the screw head breaking or being stripped. It is advisable to tap hard (dense) cortical bone before inserting a locking screw. Do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the torque limiter.¿ a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
The surgeon reported the following event to the sales rep, "a (B)(6) patient came to the emergency room after a ski fall with a fractured the tibia. During the implantation of the plate, after drilling, a 3.5 mm cortical screw was inserted in the plate and broke at mid thread. The surgeon completed the procedure by introducing a locking screw in the same hole."